Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was inaccurate and occlusion alarms occurred. Customer changed the pump supplies to address the reported occlusion alarms. In addition, it was reported that insulin was not delivered when a bolus was requested. Customer's blood glucose level was 336-340 mg/dl with ketones. Customer declined to provide additional information.